Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that there was contamination. The following information was provided by the initial reporter: customer states contaminated with nonviable gnr. Lot #s 2307806, 2342607, 2349886.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-16. H.6. Investigation summary: material: 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch: 2307806. The batch history record review for batch: 2307806 was and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch: 2307806 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples from visual inspection. For investigation, two retention tubes went into incubation from batch: 2307806. One tube was incubated in the 20-25 degrees celsius, and one tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth. There was no change in the color and clarity in of the media. The media remained medium light-yellow and clear to trace hazy. A gram stain was performed on one tube, and no organisms were observed. The media also was plated onto tsa 5% sheep blood agar and no organisms were recovered at 33 to 37 degrees c at 3 days incubation. Batch: 2342607. The batch history record review for batch: 2342607 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch: 2342607 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples from visual inspection. For investigation, two retention tubes went into incubation from batch: 2342607. One tube was incubated in the 20-25 degrees celsius, and the one tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth. There was no change in the color and clarity in of the media. The media remained medium light-yellow and clear to trace hazy. A gram stain was performed on one tube, and no organisms were observed. The media was also plate onto tsa 5% sheep blood agar and no organisms were recovered at 33 to 37 degrees c at 3 days incubation. Batch: 2349886. The batch history record review for batch: 2349886 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and filling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch for contamination. Retention samples from batch: 2349886 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples from visual inspection. For investigation, two retention tubes went into incubation from batch: 2349886. One tube was incubated in the 20-25 degrees celsius incubator, and one tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth. There was no change in the color and clarity in of the media. The media remained medium light-yellow and clear to trace hazy. A gram stain was performed on one tube, and no organisms were recovered. The media was also plate onto tsa 5% sheep blood agar and no organisms were recovered at 33 to 37 degrees c at 3 days incubation. Photos and return samples: no photos were received to assist with the investigation. Returns were received to assist with the investigation. A small shipping box was received with blue transport paper and four specimen bags. Each bag had styrofoam tube holders. A total of eighteen tubes were received: six tubes from batch: 2307806, six tubes from batch: 2342307, and six tubes from batch: 2349886. The media is all 18/18 tubes received was medium light-yellow and clear to trace hazy as described in the certificate of analysis. One returned tube from batch: 2342607, 2307806, and 2349886 were gram stained. Gram-negative rods were observed in the returns from batch: 2307806 but no organisms were observed in batches: 2342607 and 2349886. For further investigation, all eighteen tubes were incubated. Three returned tubes from batch: 2342607, 2307806, and 2349886 were placed into the 33-37-degree celsius incubator, and three returned tubes from batch: 2342607, 2307806, and 2349886 were placed into 20-25-degrees celsius. At seven days incubation, no microbial growth was observed in 18/18 incubated returned tubes. After the incubation, one returned tube from batches: 2342607, 2307806, and 2349886 also was plated onto tsa 5% sheep blood agar and no organisms were recovered at 33 to 37 degrees c at 3 days incubation. The organisms observed in the gram stain of the return sample from batch: 2307806 were not viable. Non-viable organisms are acknowledged in batch: 2342607 however, the clarity of the media was within specification. There is no defect observed in batch 2342607. Likewise, the appearance of batches: 2307806 and 2349886 were within specification. This complaint cannot be confirmed for an appearance defect in any of the batches in question. Bd will continue to trend complaints for appearance. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Additionally, this product is not labeled sterile. Media should not be used if there is evidence of microbial contamination, discoloration, drying or other signs of deterioration.

Manufacturer narrative:
Medical device lot #: 2307806. Medical device expiration date: 2023-10-28. Device manufacture date: 2022-11-03. Medical device lot #:2342607. Medical device expiration date: 2023-12-08. Device manufacture date: 2022-12-08. Common device name: culture media, non-selective and non-differential. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin that there was contamination. The following information was provided by the initial reporter: customer states contaminated with nonviable gnr. Lot #s 2307806, 2342607, 2349886.